Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage hazard alarms was confirmed via the submitted log files. On (B)(6) 2025 at 20:44:12, the log file captured low voltage hazard and power cable disconnect alarms due to the relative state of charge (rsoc) and bus voltages dropping below the alarm thresholds while connected to the mobile power unit (mpu). The alarms resolved on (B)(6) 2025 at 20:44:15 when power was restored to the unit. A similar event occurred on 08apr2025 from 08:56:01-08:56:03. These events are consistent with losses of power to the mpu. The loss of power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. The provided information indicated the ac power cord was briefly disconnected from the wall outlet, the mpu had the v-lock connector on the ac power cord, the mpu was not exchanged, it is unknown if the ac power cord came loose from the wall outlet or back of unit or if there were any environmental circumstances that would have affected ac power during the additional loss of power event. The root cause for one of the losses of power events was determined to be due to the mpu ac power cord becoming disconnected from the wall outlet. A root cause for the additional loss of power event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage advisory and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured power cable disconnect and low power hazard events. These events were caused by the power to the mobile power unit (mpu) being briefly interrupted. The patient reported the power cord briefly was unplugged from the wall. It was noted that the mpu had a v-lock connector on the ac power cord.